Event description:
It was reported that the device failed the test during the operation check. There was reportedly no patient involvement.

Event description:
It was reported that the device failed the test during the operation check. There was reportedly no patient involvement.